Event description:
It was reported during surgery, during hammering, the implant broke. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Part# cm-9145sp quattro link anchor 4.5mm sp lot# 79799-4. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual examination of the returned product identified that the anchor is fractured completely, all pieces were returned. A portion of the anchor is still attached to the inserter where the prongs are bent, holding it in place. The inserter prongs are bent at approximately a 45-degree angle. The tip of the anchor has a corresponding fracture and visually matches up. The adjustment knob was not checked for functionality to preserve the condition of the fractured anchor. No other damage noted. The previous root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.